Event description:
It was reported that the device would not recognize a connection to a therapy cable at 03:33 on (B)(6) 2012. This failure occurred with a (B)(6) female patient. A back-up device was available and used; however the time that passed between use of the first device and the second was not provided. There was no further information on the patient or event provided.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and determined that the cause of the reported failure was due to heavy residue on the pcb assembly from a foreign substance, which likely entered the device through a broken stand off from the case. There was heavy residue around integrated circuit u7 and on integrated circuits u30, u2, and on filters fl9, fl14 and fl15. The source of the residue on the therapy pcb assembly could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly, therapy connector assembly and the cable assembly which connects the system and interface pcb assemblies. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio did observe that the replacement of the therapy pcb assembly did resolve the reported failure. Upon evaluation, it was also observed that an integrated circuit chip, designator u30, on the therapy pcb assembly was damaged; however it is unknown if the damaged u30 was the cause of the reported failure.